Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow up report will be submitted. Detailed breakdown of concomitant medical products: EU-me2(7915402)endoscopic ultrasound center, maj-2056 ultrasound cable, cv-290 video system center, clv-290 light source.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope image disappeared, and a message was received stating ¿activation expired.¿ the reported issue occurred during an unknown diagnostic procedure. The device was removed, then powered off and on as a result the image was restored. The procedure was subsequently completed with the same device with no reoccurrence of the issue. The device was inspected with no abnormalities found prior to use. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the procedure performed was a diagnosis of the degree of invasion of endoscopic ultrasound (eus) lesions. The procedure was delayed approximately five (5) minutes.